Manufacturer narrative:
The motor device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
This is report 1 of 2 for the same event. Report received from the USA regarding a motor device in which it was reported that the device was "vibrating". According to the report, this resulted in the hand control device "sliding off the handpiece". The alleged defect occurred during spine surgery. A spare device was available. There was no delays in surgery reported. No medical intervention or prolonged hospitalization were reported. The event date was unknown. No additional information is available.